Event description:
Call received from pt with report of leaking of fluid from insertion site. Rn made visit. Assessment called to physician. PICC discontinued. Upon removal noted catheter to be cracked; 1/2 circumference of lumen.